Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/29/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported a zxt150 10.5 diopter intraocular lens (iol) was explanted due to the patient having a myopic outcome but did not experience any other visual issues. The lens was replaced with the same model iol with a lower diopter. There was no patient injury or capsule tear reported. There was no incision enlargement or vitrectomy required. Patient is doing fine with no complications. No further information was provided.